Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6 : mechanical (g04) femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and were not reviewed by mmi as unable to determine time frame of MRI to event as image is flipped and unable to verify date. The x-ray images show multiple views of the knee joint, including what appears to be an implant. The bone scan, shows blood flow and blood pool images with increased activity in certain areas of the knee joint, particularly on the right lateral side. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42522100710 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 6-7 - 65048421. Unknown - unknown tibial component - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Approximately 3 years post-op, the patient was revised due to aseptic femoral loosening. The surgeon thought that the medial side may have lifted slightly when cementing during the primary case, resulting in a sub optimal bond that has loosened over the time. All available information has been provided.